Event description:
A report was received that the patient was experiencing pocket discomfort due to generator position. The patient will undergo a revision procedure wherein the ipg will be replaced. No device malfunction was suspected.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was replaced and relocated. No device malfunction was suspected. The patient was doing well postoperatively. The explanted device was not returned to bsn.

Event description:
A report was received that the patient was experiencing pocket discomfort due to generator position. The patient will undergo a revision procedure wherein the ipg will be replaced. No device malfunction was suspected.

Event description:
A report was received that the patient was experiencing pocket discomfort due to generator position. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that no further course of action will be taken regarding the ipg replacement due to the patient¿s non device related issue.